Event description:
The customer reported the ventilator alarmed and went vent inop due to an exhalation autozero failure. The customer reported the device was not in use therefore there was no patient involvement or harm. An autozeroing failure may affect the accuracy of the system pressure measurement and may result in a vent inop occurrence during normal ventilation mode operation. Vent inop, when in use, will stop providing ventilatory support to the patient. As the device was out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. The biomedical engineer reported the unit failed exhalation autozero solenoid testing. Pse advised the biomedical engineer to evaluate the 3 station solenoid to address the reported problem. The biomedical engineer reported the 3 station solenoid was replaced to address the reported problem and the device passed testing.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.